Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an open procedure the device stopped firing after the first squeeze. There was no patient harm.